Manufacturer narrative:
One opened and used sensor was inspected and the sensor cannula was found retracted inside of the sensor. It could not be confirmed if the customer received the sensor damaged due to the customer returning the sensor opened and used. The needle was missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had a sensor break. It was reported that after insertion, there was low signal and lost sensor alarm. It was reported that after removal of the sensor, there was no electrode present. No further information provided.